Event description:
Had 5 strings break off, had to go to the e.r. The other night- retained tampon, vagina [foreign body in reproductive tract] tampon strings break off [device breakage]. Case narrative: consumer reported via e-mail that she's had 5 tampon strings break off. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.